Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500mg/dl. Customer also stated that they received insulin flow blocked alarmed. Troubleshooting was performed. Customer stated that the insulin was exited. Customer stated that they unsure about cannula was bent. The device was not returned for analysis.